Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. The external visual inspection showed no signs of any physical damage. A simulated treatment was performed, and a supply bag lines blocked anf fill complications support warnings occurred. Troubleshooting identified the cause for the failure as vacuum pressure leak in the two diaphragms of motor pumps a and b. The two diaphragms were replaced. Two simulated treatments were performed, and there were no unexpected alarms or problems. The valve actuation test passed, the system air leak test passed, the patient sensor calibration check passed, and the load cell value and verification was within tolerance. The internal inspection showed signs of dried fluid within tolerance. The internal inspection showed signs of dried fluid within the recess of the bottom cover adjacent to the pump assembly and cassette area. The cause of the dried fluid could not be determined. The cycler passed the mushroom head checks. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient had to cancel her treatment on the liberty cycler because she could not breathe. The patient's treatment data was as follows: drain 0: 16ml. Fill 1: 2498ml, drain 1: 7495ml. Fill 2: 657ml, drain 2: 1616ml. Fill 3: 99ml, drain 3: 121ml. The reported drain volume of 7495ml was 300% over the expected drain volume which resulted in a reportable device malfunction. The pdrn stated the patient was transferred from the hospital to the emergency room for observation due to difficulty breathing. The patient was not admitted to the hospital. The patient was released without any diagnosis or medical intervention. The liberty cycler was replaced. The patient has continued pd treatment on the replacement cycler without problems.